Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was found non-conforming for cut. Noise was observed during the functional tests. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple gouge marks were observed on the cutting edge and at one other location along the inner cutter. The engine was then disassembled and components inspected. All components were observed to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had an actuation failure. The evaluation confirms the reported noise, and also indicated that the probe had a cut failure. The cause of the cut failure is the gouge marks observed on the cutting edge of the inner cutter. The root cause for the gouges, as well as the observed noise, is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as the reported actuation failure was not confirmed and it appears that the observed noise and cut failure were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the actuation failure of the probe occurred and abnormal noise was heard when the cutter was actuated during vitrectomy surgery. The procedure was completed after the product was replaced with another pack. There was no harm to patient.